Event description:
The customer reported moisture damage after falling into the pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to a corroded electronic assembly. A corroded motor assembly was noted during visual inspection.